Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor's introducer needle was hard to remove and it was left from customer's body after insertion. Customer was able to remove needle and found broken. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle broken, broken part is stuck at the sensor base. Unable to confirm customer received sensor or needle in said condition due to customer returned opened/used. (B)(4).